Event description:
Bilateral breast implants removed due to being ruptured. Patient tolerated procedure with no complication and taken to recovery room in good condition.

Event description:
Bilateral breast implants removed due to being ruptured. Patient tolerated procedure with no complication and taken to recovery room in good condition.